Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred during the procedure. Post procedure, the patient was later discovered to have a perforation of their iliac vein due to the venous access for the implant procedure. The patient was admitted to the intensive care unit after developing compartment syndrome and eventually multiple organ dysfunction syndrome. One day post procedure the patient died after going into cardiac arrest.